Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information states that lead also exhibited unspecified oversensing. Biventricular pacing was low since the atrial lead exhibited a failure to sense properly post sensitivity increase. The lead historically had high threshold but later became nonfunctional with loss of capture. Lead output was set at maximum.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited undersensing and a high threshold. The lead was explanted and replaced. The patient was stable.